Event description:
It was reported that an ilet user contacted support after scanning a new freestyle libre 3 plus sensor in the libre mobile app, at which point ilet dosing stopped and the app indicated the sensor was in use by another device, prompting education that a newly applied libre 3 plus must be connected to ilet for dosing to resume; the user¿s app displayed a glucose of 370 mg/dl. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin dosing and user inconvenience. Investigation included troubleshooting and user education regarding proper sensor pairing and device workflow. Investigation of this case revealed that the libre 3 plus sensor had been paired to the phone app rather than to ilet, preventing data flow to ilet and resulting in suspension of dosing, consistent with use error and connectivity configuration conflict between the cgm ecosystem and the ilet receiver function. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error and device-use incompatibility when the sensor is claimed by another device.